Event description:
A customer reported to their sales rep that an unspecified number of knives were blunt and did not cut during surgery. The procedure was completed with no harm to the pt. Add'l info has been requested but has been rec'd to date.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the two possible lots were reviewed. Functional penetration test values for the lot met specification. No anomalities that could have contributed to a blunt knife were found during the device history record review and the product was released according to the MFR's acceptance criteria. Because a sample has not been returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using (B)(4) magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).